Event description:
It was reported that during a da vinci myomectomy procedure, the customer noted that the fenestrated bipolar forceps instrument cable was separated. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found upon visual inspection broken conductor wire. The conductor wire was broken off from sitting place with about 0.15 sticking out at the grips. An additional observation not reported by site was broken yaw pulley. The yaw pulley was missing about 0.28 in size, exposing the conductor cable.